Event description:
Situation: blow-fill-seal (bfs) containers for IV medication administration manufactured by nephron can leak if not inverted so the spike port is pointed up when opened. Background: our facility recently switched to using norepinephrine in bfs containers manufactured by nephron. When hanging this medication on a patient in our cardiac cath lab, the rn pulled the plastic tab off the spike port and hung the bag to spike with the IV administration set as they typically would. When the bag was hung, medication started to free-flow from the container. This caused a delay in treatment for the patient (no harm was detected) as well as medication wastage and a slipping hazard for staff in the room. Assessment: our staff are used to IV fluid and medication containers with a seal that must be punctured with the IV administration set when "spiked" and have never come across a bag or bfs that was open once the outer closure was removed. Staff reported this event as a concern that there had been a manufacturer error that resulted in the absence of any kind of internal seal. Staff had appropriately accessed the nephron product by following their normal process, no deviations in generally accepted performance standards were noted. Following the report, our pharmacy buyers team reached out to nephron to inquire about the bfs packaging. We were provided with the IFU for the product, which states that the packaging must be opened and accessed with the spike port pointed up, which is an inverted position with respect to the label. Recommendation: a communication cascade was followed to educate the staff in all areas of our system who may encounter this medication about the risk of allowing medication to free flow out while preparing to administer. As bfs containers become more commonly used, we recommend widespread education about the possibility that the container will be open and fluids or medication may freely flow out once the outer closure is removed. Poor label design (physical label): label misleading or difficult to read reference material: texts, journals knowledge deficit of practitioner; unfamiliar / inexperienced. (B)(4).